Manufacturer narrative:
The vitamin d total iii reagent lot number was 868972 with an expiration date of 31-aug-2026. The t3 reagent lot number was 838223 with an expiration date of 31-mar-2026. The tsh reagent lot number was 849819 with an expiration date of 31-may-2026. The prolactin ii reagent lot number was 826698 with an expiration date of 31-mar-2026. The folate iii reagent lot number was 806567 with an expiration date of 30-apr-2026. On 18-aug-2025, the field service engineer (fse) performed preventative maintenance. The pinch tubing, syringe seals, and measuring cells were replaced. A blank cell calibration and instrument check were completed with no issues. The investigation is ongoing.

Event description:
The initial reporter questioned ft4 results and qc results on a cobas 8000 e 801 module. The customer pulled 39 patient samples for repeat testing on a different e801 module. Examples of discrepant results were provided for 5 patient samples tested for elecsys vitamin d total iii (vitamin d total iii), elecsys t3 (t3), elecsys tsh v2 (tsh), elecsys prolactin ii (prolactin ii) and elecsys folate iii (folate iii). Patient 1 initial vitamin d total iii result was 80.29 pg/ml. The repeat result was 49.3 pg/ml. Patient 2 initial t3 result was 196 ng/dl. The repeat result was 128 ng/dl. Patient 3 initial tsh result was 0.76 uiu/ml. The repeat result was 1.01 uiu/ml. Patient 4 initial prolactin ii result was 3.819 ng/ml. The repeat result was 6.24 ng/ml. Patient 5 initial folate result was 10.8 ng/ml. The repeat result was 5.06 ng/ml. The repeat results were believed to be correct.

Manufacturer narrative:
Calibration for all affected assays was acceptable. Sample quality alarms were observed on the alarm trace data. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.